Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Customer rec'd new meter and strips. She tested on both old/new meter and old/new strip: results done about 30 mins apart.